Event description:
It was reported that a syringe 0.5ml 31ga 6mm 10bag ca separated from the hub during use. The following was reported by the initial reporter: "it was reported needle hub separated inside of the shield. Per verbatim: voicemail: consumer left voicemail reporting that there is a problem with the syringes. (B)(6) 2021: I returned consumer's call, she stated that the needle hub separated inside of the shield."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval?: yes. D10: returned to manufacturer on: 6/1/2021 h.6. Investigation: customer returned (2) loose 1/2cc, 6mm syringes. Customer states that the needle hub separated inside of the shield. Both returned syringes were examined and one syringe was returned without the hub assembly attached to the barrel. A review of the device history record was completed for batch #9350269. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification noted for out of spec shield pull. There was one (1) notification noted that did not pertain to the complaint. CAPA #1630423 was initiated.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 9350269. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification noted for out of spec shield pull. There was one (1) notification noted that did not pertain to the complaint. See h.10.

Event description:
It was reported that a syringe 0.5ml 31ga 6mm 10bag ca separated from the hub during use. The following was reported by the initial reporter: "it was reported needle hub separated inside of the shield. Per verbatim: voicemail: consumer left voicemail reporting that there is a problem with the syringes. (B)(6) 2021: I returned consumer's call, she stated that the needle hub separated inside of the shield."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a syringe 0.5ml 31ga 6mm 10bag ca separated from the hub during use. The following was reported by the initial reporter: "it was reported needle hub separated inside of the shield. Per verbatim: voicemail: consumer left voicemail reporting that there is a problem with the syringes. (B)(6) 2021: I returned consumer's call, she stated that the needle hub separated inside of the shield."